Event description:
On 9/6/99 a critically-ill pt with the adult respiratory distress syndrome became disconnected from a mechanical ventilator where respiratory tubing attached to an in-line suction device on the endotracheal tube. At 11:24.18 on 9/6/99 an urgent alarm for ventilator disconnect was detected by the mechanical ventilator. The audible alarm appears to have sounded appropriately but was not heard by staff in the ICU. Nursing staff eventually responded to hypotension and bradycardia noted on the monitor at the nurses station. They noted the pt to be cyanotic and responded to the ventilator alarm by hitting the alarm silence button at 11:27.57. They summoned help and the respiratory therapist noted the ventilator disconnection, and reconnected the tubing. The pt suffereed a cardiac arrest, resuscitation was unsuccessful, and he died at 11:45. The consensus of staff in the ICU is that the urgent alarm sound on the ventilator for a disconnect is not optimal to attract attention and elicit an immediate response. Staff in the ICU did not respond for three mins when nursing staff noted hypotension and bradycardia on the monitors at the nursing station. They noted the pt to be cyanotic and summoned help. The respiratory therapist noted the ventilator disconnection, and reconnected the tubing briefly before initiating assisted ventilation with 100% oxygen. The pt suffered a cardiac arrest, resuscitation was unsuccessful and he died at 11:45.